Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches and an unlocked lcd keypad connector. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the insulin delivery anomaly due to the button keypad anomaly. The pump was received with a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the up arrow and down arrow buttons and act button were getting stuck. The customer's blood glucose was 24 mg/dl at the time of incident. The customer's mother stated that they treated the low blood glucose with food. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.